Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, after the balloon catheter was inserted into the sheath, air ingress occurred with the sheath. The sheath was replaced to resolve the issue. It was then reported that air bubbles collected at the y connector of the balloon catheter. After several flushes were performed, the bubbles were completely removed, and the balloon catheter was used for the procedure. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the balloon catheter afapro28 with lot number 22265 was returned and analyzed. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for 13 injections. The outer diameter of the balloon's proximal bonding was within specification 0.155¿. Insertion and retraction tests were performed with no issues. The catheter passed the performance test and flushing was done without any issue. The reported air ingress was not confirmed through testing. In conclusion, the balloon catheter did not fail the returned product inspection due to the air ingress. If information is provided in the future, a supplemental report will be issued.